Event description:
It was reported that removal difficulty occurred, and the guidewire became trapped by the balloon. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During withdrawal, after advancing the cutting balloon into the stenotic lesion and performing multiple inflations at 12 to 18 atm, an attempt was made to remove the balloon from the catheter. Although the maneuver was carried out routinely, it resulted in the removal of the non-boston scientific guidewire, which was found to be trapped by the balloon. The devices were removed together in one piece, and the procedure was completed using the original device. There were no patient complications reported.